Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned for analysis and/or if additional information is received. The instrument batch sequence number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. In addition, a review of the site's complaint history identified no other complaints related to this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted myomectomy surgical procedure, the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
On (B)(6) 2021, intuitive surgical, inc. (Isi) received medwatch user facility report (B)(4) stating: "harmonic scalpel generator gave warning that too much pressure was placed on working blade and then instrument broke. Noticed missing blade. Blade found and removed without incident. No injury to patient. Device was removed from field and replaced." Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.